Event description:
Affiliate reports that the siphonguard was broken where the valve meets the catheter. As a result, the dr replaced the siphonguard only.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.